Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). For the first episode eight anti-tachycardia pacing (atp) bursts were delivered to convert the rhythm. A second episode was reported in which the detection zone was vt and after providing one atp burst the rhythm accelerated into the vf zone; subsequently, one shock was delivered which successfully converted the rhythm. The patient was reported to experienced syncope during the episodes. Technical services (ts) was consulted and recommended a follow up with the clinic along with possible reprogramming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). For the first episode eight anti-tachycardia pacing (atp) bursts were delivered to convert the rhythm. A second episode was reported in which the detection zone was vt and after providing one atp burst the rhythm accelerated into the vf zone; subsequently, one shock was delivered which successfully converted the rhythm. The patient was reported to experienced syncope during the episodes. Technical services (ts) was consulted and recommended a follow up with the clinic along with possible reprogramming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.